Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited an error e226. And no image on screen. The issue occurred, when field service engine conduct inspection for device, before handing it over to warehouse. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, d9, e4, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the e226 error and no image is displayed on the screen due to the faulty receiver module and transmitter/receiver module. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.